Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned and was investigated to identify the cause for the arm positioner being loose. The arm positioner was rotated in the open and closed direction with no tension felt, therefore, the reported mechanical issue of loose arm positioner was confirmed via returned device analysis. The actuator knob and release crimper were noted to be loose. In conclusion, the results of the returned device analysis confirmed the mechanical issue of the arm positioner spinning freely was due to the loose release crimper. An expanded investigation was conducted, which included a query of the complaint handling database. The query identified no other incidents reported for mechanical issue from this lot. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot. Based on a related records review, this event is possibly related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Event description:
This is filed to report the loose release crimper found during returned device analysis. A loose release crimper can result in a clip deployment issue that would require intervention to deploy the clip and prevent serious injury. It was reported that during preparation of the clip delivery system (cds), it was observed that the arm positioner was spinning freely and was not engaging; therefore, the clip was not attempted to be opened or closed, and the device was replaced. There were no other issues noted during preparation. There was no patient involvement. The cds was replaced and a new device was used without issue. There was no clinically significant delay in the procedure. Subsequent returned device analysis found that the release crimper was loose and could be manually unscrewed from the crimping cam.